Manufacturer narrative:
(B)(6). The products were returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2014-00730, # 9616099-2014-00732, and # 9616099-2014-00732.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta) a 150 cm. Saber 4 mm. X 10 cm. Balloon catheter (bc-complaint product #1) would not inflate during the fourth (4th) inflation and bleed-back was noted in the inflation device. The physician suspected the balloon lumen and guidewire lumen had crossed. The product was removed from the patient. Another 150 cm. Saber 2 mm. X 4 cm. Bc (complaint product #2) was delivered and would not inflate after several attempts. The product was removed from the patient. Another 150 cm. Saber 3 mm. X 4 cm. Bc (complaint product #3) was delivered and also would not inflate after several attempts. The product was removed from the patient. Another bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to be: a 100% stenosis/chronic total occlusion (cto), heavily calcified, and tortuous. The approach was contralateral from the femoral artery with a non-cordis guiding sheath. The products were clinically used and they will be returned for analysis. The physician commented a tip of guide wire might penetrate inside of these balloons. Additional information received indicated the guidewire used in the procedure relating the reported product issues is a non-cordis guidewire. There was no reported product issue with the guidewire used. There was also an indication of balloon burst or leakage with the other two (2 each) saber bc¿s. The inflation pressures used for the saber 4 mm. X 10 cm. Bc were unknown. All three bc¿s were prepped properly according to the instructions for use (IFU) with no problems noted. There was no report of bc kinking. There was no specific problem noted that the physician based the comment regarding tip of guide wire might penetrate inside of these balloons. There was no information provided regarding contrast or the contrast to saline ratio used. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The catheters were not ever in an acute bend. The catheters were removed easily from the patient and were intact. The bc¿s did not kink during use. No additional information is available.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta) a 150 cm. Saber 4 mm. X 10 cm. Balloon catheter would not inflate during the fourth inflation and bleed-back was noted in the inflation device. The physician suspected the balloon lumen and guidewire lumen had ¿crossed¿. The product was removed from the patient. Another 150 cm. Saber 2 mm. X 4 cm. Bc was delivered and would not inflate after several attempts. The product was removed from the patient. Another 150 cm. Saber 3 mm. X 4 cm. Bc was delivered and also would not inflate after several attempts. The product was removed from the patient. Another bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery (rsfa). The lesion was reported to have 100% stenosis/chronic total occlusion (cto), was heavily calcified and tortuous. The approach was contralateral from the femoral artery with a non-cordis guiding sheath. The physician commented ¿a tip of guide wire might penetrate inside of these balloons.¿ additional information received indicated the guidewire used in the procedure relating the reported product issues is a non-cordis guidewire. There was no reported product issue with the guidewire used. There was also an indication of balloon burst or leakage with two of the saber bcs. The inflation pressures used for the saber 4 mm. X 10 cm. Bc were unknown. All three bcs were prepped properly according to the instructions for use (IFU) with no problems noted. There was no report of bc kinking. There was no specific problem noted that the physician based the comment regarding tip of guide wire might penetrate inside of these balloons. There was no information provided regarding contrast or the contrast to saline ratio used. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The catheters were not ever in an acute bend. The catheters were removed easily from the patient and were intact. The bcs did not kink during use. No additional information is available. 48003004x: one non sterile catheter saber was received coiled inside a plastic bag. A balloon burst was noted. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. The balloon was sent at sem analysis to identify the root cause of burst. Results showed that the external surface presented evidence of abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not present any evidence of damages. No other anomalies were found during the analysis. Review of lot 17067846 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon inflation difficulty and balloon leakage was confirmed in the three units returned for analysis as a pinhole was noted in one device and bursts noted in two devices. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavily calcified chronic total occlusion, tortuosity) may have contributed to the difficulty experienced by the customer as evidenced by scratching noted on the external surface of the balloon during analysis. Neither the DHR reviews nor the product analyses suggest that the failure experienced by the costumer could be related to the design or manufacturing process. Therefore, no corrective/preventive action will be taken. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2014-00730, # 9616099-2014-00732, and # 9616099-2014-00732.